Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A patient service rep (psr) contacted zoll to report that when he was visiting a (B)(6) year old female patient he noticed blood on her garment. The patient has an open boil that was bleeding onto the garment. The psr gave the patient a replacement garment. The psr advised he was not to put the lifevest back on the patient due to the open wound. The patient called back the next day to f/u. The patient reported that the area was bandaged and she will not be able to wear the lifevest until her skin clears. Tech support viewed the patient's weartime chart and it appears that the patient never removed the device to even bathe or shower. There was no f/u on the open boil to see if it healed.